Event description:
Reporter indicated that vns pt has been experiencing severe symptomatic bradycardia believed to be related to the vns therapy. Prior to the bradycardia event, device parameters were reduced due to coughing with stimulation. The pt's generator was programmed to off with plans to perform a cardiac workup. Further follow-up revealed that revision surgery was scheduled to reposition the lead electrodes on the vagus nerve. The pt had reportedly experienced shortness of breath with the episodes of bradycardia and even had one episode that sounded like a brief cardiac arrest as described to treating neurologist by the pt's spouse. The pt indicated that the bradycardia events coincide with stimulation. The pt has reportedly had improvement in seizure control with the vns therapy.